Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The procedure was undergoing a coil embolization procedure in the distal superior mesenteric artery using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance out of the introducer sheath and into the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.